Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported por (power on reset) condition. Hardware monitors the microprocessor for any attempt to perform an unrecognized or illegal operation. When this occurs, it will generate a special interrupt to cause the firmware to reset itself and the device. The device should be able to recover from this type of reset. The root cause could not be determined.